Manufacturer narrative:
This supplemental MDR 2112667-2025-03233 #1 is being filed to report that the initial MDR was filed under the wrong manufacturing site. The correct initial MDR was filed under MDR 9710602-2025-01006.

Manufacturer narrative:
The end user rebooted the unit which resolved the issue. There was no ge healthcare repair. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.